Event description:
Error code 35 ("motor period control") is occurring during infusion. Requires complete configuration which will clear stored data in the pump. More information is needed to fully investigate the issue.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log was not provided so no review could be performed. No other evidence was provided for the reported device, therefore the issue cannot be confirmed. An internal review has been created to perform further analysis on the reported error code, even though this complaint is considered as unconfirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.